Event description:
It was reported via international mm facility (UK) that a mismatch of the inner and outer cannula lengths was detected on approximately three (3), cfn, cuffless fenestrated tracheostomy tubes. The reported length mismatch was detected on one (1) size 8cfn device prior to actual usage. No other information regarding the device usage, patient etc. Is avaialble on the remaining two devices that are the subject of this report. It is believed that the devices were used as the reported information indicates that a 8cfn being returned for analysis was decontaminated. There was no reported patient injury. One 8cfn device was returned to the manufacturer for analysis and investigation on 08/22/97. Device evaluation results are recorded on section h. Of this report.